Event description:
Symptoms/ae: stroke. Time of symptoms/ae: post procedure. Device malfunction: none. It was reported that post a left internal carotid rx acculink stenting procedure, the patient experienced a stroke with left-sided weakness. A CT of the head revealed no acute hemorrhage or infarct. The patient was given physical and occupational therapy. The patient was discharged to rehabilitation 10 days post procedure with improved but continuing left sided weakness. Additional information was not provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. There was no device malfunction or product quality discrepancies reported during the inspection prior to use. Information available in the case description was not sufficient to determine relation between patient adverse events and the abbott vascular device quality. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device. Per the rx acculink instructions for use, stroke is a known potential adverse event associated with the use of the device. A review of the finished device lot history records did not reveal any non-conformity which could have contributed to this event.